Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip iud# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 204 and 184 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl using truemetrix meter and 181 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is two weeks. Customer has not had any recent changes in his daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: the 204mg/dl (B)(6) 2017 12:02 pm fasting:yes, the 115mg/dl (B)(6) 2017 09:08 am fasting:yes, the 172mg/dl (B)(6) 2017 09:25 pm fasting:yes, the 184mg/dl (B)(6) 2017 09:11 pm fasting:yes, the 173mg/dl (B)(6) 2017 09:07 pm fasting:yes. Memory concerns:204mg/dl, 172mg/dl, 184mg/dl, 173mg/dl.